Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens on (B)(6) 2012. At the 3 hour check, the patient had elevated iop and angle closure. The surgeon attempted to get the iop under control but it kept spiking. The surgeon decided to explant the lens on (B)(6) 2012. The surgeon found it difficult to remove the lens and there was some iris damage. The surgeon decided not to implant a shorter lens; he is waiting for the iris to heal. To date, the patient is doing well.

Manufacturer narrative:
(B)(4): surgical procedure, secondary surgery, intraocular pressure rise, (iopr), (iris damage). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - review of this file indicates that the icl exhibited a high vault in this patient which led to increased iop and narrowing of the angle. The icl was removed which resolved the problem. During removal, the iris was slightly damaged. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).